Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 400's mg/dl (499), used worst case scenario(aviva) and 172 mg/dl (nurse's meter). No death or serious injury reported. Requested return of suspect device and replacement was sent. Customer reported remained product has been discarded and will not be returned.